Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the numbers was not ramping on their own. The customer also stated that the scroll bar was not moving with no input. Customer stated that down arrow button was unresponsive. Customer also stated that buttons presses may be delayed or fail to respond if pressing too rapidly on buttons. Customer stated that they did not have to use excessive force when pushing the buttons but they had to press the buttons several times for the insulin pump to react. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.